Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: recurring phantom ail bubble alarm. Detailed inquiry description: called into room 6219 for multiple recurring ail bubble alarms. Pump serial # (B)(6). Tubing lot #61901591. Very small micro bubbles present in pump segment of tubing. Tapped on the line and the bubbles did not move. IV solution connected was baxter ns 2b2324. Noticed the spike was only partially in fluid space (3rd space in baxter's spike port), so I had the nurse push the spike further into the bag (where the spike tip was fully in the 3rd space). Noticed decent amount of bubbles back flowed into the bag once the spike was pushed all the way in. Began to prime fluid and tapped on distal end of the tubing during the prime and more bubble flowed down steam of the pump. Continued infusion and waited around to see if another ail bubble alarm would occur. One did occur 30 minutes later with a visible bubble in the pump segment. We cleared the bubble and the infusion continued with no more alarms. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. Five retains from the reported lot number were tested per specification and passed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted